Manufacturer narrative:
Updated h9.

Event description:
A customer reported an infection after medihoney (ID 31515) use for an open wound. No additional information has been provided after several attempts.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
This complaint indicates that the customer purchased medihoney sku 31515 on amazon and received a recall notice for the product. The customer reported infection with no specific detail, no photos, and no response to gfes. The recall is for the optional applicator tip due to packaging sterility concerns. The customer did not provide any detail regarding if the applicator tip was used. It is also possible that in the normal course of healing and treatment of the wound that the wound became infected by outside sources (other products, lack of protection of the wound, contamination of the wound site from environmental sources, lack of following instruction for use of the product). Without further information provided by the customer of evaluation of a returned product, further narrowing of possible sources of infection cannot be made. The report of infection could not be confirmed with the information provided. As no lot number was provided, a lot commonality search could not be performed. Federal law requires that the product be sold and used only under the supervision of a physician per the IFU. Integra initiated a corrective and preventative action (CAPA), as medihoney products are indicated as rx only devices; however, they are being sold ¿over the counter¿ through online retailers. There are currently no controls to prevent this distribution. This investigation may be closed at this time but may be reexamined if the customer provides any additional information.

Event description:
N/a.